Event description:
It was further reported that there possible loss of capture on the rv lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing heart palpitations. There were high thresholds and high impedance on the patient's right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.